Event description:
It has been reported that the pt (pt details not provided) rec'd a durom acetabular component 54/48 on the left hip, on an unk date. Due to loosening of the cup, the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A tissue reaction like a pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instructions for use (B)(4). Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should add'l info including the final investigation result be available, that changes this assessment; and amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).